Manufacturer narrative:
On (B)(4) 2015, immucor technical support reviewed instrument images obtained by using a remote electronic connection method.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when testing on a galileo echo, when tested on (B)(6) 2015.